Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt said that the pump's time and date changed without user intervention. She said the time and date initially changed upon a battery change but that it happened again without a battery removal. She confirmed that she did not experience any symptoms due to the issue.